Manufacturer narrative:
The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. Evaluation summary: (B)(4): the full lead was returned, analyzed and the proximal conductor fractured. It was also noted the distal conductor was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing melted, had cosmetic environmental stress cracks. The outer tubing had environmental stress crack that was breached, (nonelectrical) and was torn. In addition it was found to have blood in/on the helix. Visual analysis showed the right ventricular circuit passed continuity because it is a redundant circuit. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An allegation from an attorney indicated the lead had exhibited a fracture and/or was explanted. Additionally it was alleged the patient is deceased.